Event description:
The handpiece was returned to the MFR, and in service the device leaked a grease-like substance. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation the device leaked a grease-like substance at the battery plate. Based on the investigation details, it was determined that there was an e-box leak. The device will be repaired and returned to service.